Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up while they were using it on a patient. They had to remove the batteries from the device to get it to power off. When powered back on, the device began working normally. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.